Event description:
On (B)(6) 2013, the patient reported that the up and down buttons on his infusion device were only functioning intermittently and require pressing hard to obtain a response. The patient first noticed the issue three months ago when attempting to bolus. The patient stated that the audible sound is louder when he presses the up button than it is when he presses the down button. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product was returned.